Event description:
It was reported that the burr became stuck in the lesion. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotapro was selected for use. During the procedure, the burr successfully ablated the proximal calcium, but when proceeding down the bend of the lad, the device stalled and became stuck in the lesion. The target rotational speed was 160,000 rpm, but deceleration to 155,000 was noted before the stall. The physician tried to spin and remove the device with no success. A non-boston scientific guidewire was advanced in an attempt to straighten the vessel, but the wire would not pass the burr. The physician proceeded to cut the sheath and drive shaft of the rotapro close to the advancer. A non-boston scientific guide catheter was advanced over the drive shaft after removal of the sheath. The guide catheter was pushed up to the burr while pulling the rotawire simultaneously. After several attempts, the burr came out with no issue. The catheter and guidewire were removed as a unit. There was no patient injury reported.